Manufacturer narrative:
Samples were collected in plastic serum tubes with a gel separator. Per customer, the samples are not "held for clotting". The samples are only allowed to clot in-between the time the sample is drawn and the time the sample is received in the lab. Qc was within the established ranges prior to and after the event. A system check performed on (B)(6) 2010 passed within instrument specifications. A field service engineer (fse) was on-site and performed troubleshooting and then performed system check and qc which all passed within instrument specifications. Although sample handling issues may have been a contributing factor, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system. Subsequent testing produced results within the risk stratification range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.